Event description:
It was reported that a remote monitoring alert occurred on this right ventricular (rv) lead for high out of range shock lead impedance. Boston scientific technical services (ts) reviewed the alert and indicated the impedance value was 125 ohms. Ts provided guidance on a potential testing, reprogramming and continued monitoring option to the boston scientific representative (rep). The lead remains in-service at this time. No adverse patient effects were reported.